Manufacturer narrative:
This report is being cancelled as a duplicate of onetrack 1092217/ mfg report number 2249723-2024-03353.

Event description:
This report is being cancelled as a duplicate of onetrack 1092217/ mfg report number 2249723-2024-03353.

Event description:
It was reported that while the device was not in use, the cardiosave intra-aortic balloon pump (iabp) was leaking helium, the bottle was empty. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.